Manufacturer narrative:
Initial and final MDR 1923575- MDR 3003442380-2024- 16960 - device 1 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in spain. It was reported that the patient faced issue with 4 infusion sets adhesive between (B)(6) 2024. The infusion set fell off while being in use for few hours. The issue was resolved by replacing the infusion set and resuming insulin delivery. No further information was available.